Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. Tear is axially aligned with the tip cover and measure 0.205" in length. There are no signs of thermal damage present at the end of any tears. Additional observation not reported by site that is related to the primary failure: the tip cover was found to have gouges near the tears at the distal tip. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the tip cover accessory was found cracked and unusable on the first use. The user completed the procedure using a backup tip cover accessory with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip cover accessory had a crack in the clear area and not the gray silicone area. There was no injury to the patient. The mcs tip cover accessory was inspected prior to use and there was nothing out of the ordinary noted. Arcing was not observed during the procedure.